Event description:
It was reported that the components came loose. On (B)(6) 2012, the sales rep confirmed that the stem and cup became loose due to osteolysis.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was kept by the pt. If additional information becomes available, then it will be submitted in a supplemental report. This is the same pt/event as MFR # 9616680-2012-00509.